Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fecal management system retention balloon "stuck" in inflated state. Couldn't deflate to remove from patient's rectal vault. Balloon removed intact and replaced.

Event description:
It was reported that the fecal management system retention balloon "stuck" in inflated state. Couldn't deflate to remove from patient's rectal vault. Balloon removed intact and replaced. Per customer follow up information received via email on 13nov2025, they do not have the lot number, once the product was separated from the packaging, the nurses don¿t keep the box. They recommend to bard printing the lot/serial #s on the device like on foley bladder catheters. Patient care was not impacted. Once removed, the patient did not require another device placement. No medical intervention was reported. Syringe connected to inflation port and fluid not able to be removed passively or actively. The nurse who managed the patient¿s care reported, ¿fecal management system retention balloon ¿stuck¿ in inflated state. Couldn¿t deflate to remove from patient¿s rectal vault. Balloon removed intact.¿

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states. Deflating retention cuff. To remove the catheter from the rectum, the retention cuff must be deflated. Attach the syringe to the green inflation port and slowly withdraw all water from the retention cuff. 11. System care, maintenance, and monitoring of device a. Take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. B. Change the collection bag as needed. C. Secure the bag cap onto each used collection bag and discard according to institutional protocol for disposal of medical waste. D. To ensure unobstructed flow of fecal matter from the drainage tube to the collection bag, frequently verify that the catheter and collection bag are positioned so that the catheter is not twisted, kinked, or externally compressed. E. Frequently verify that waste is not accumulating in the catheter drainage tube. F. Verify patient is not lying on drainage tube or ports in such a manner as to potentially cause discomfort or localized prolonged pressure. G. Check the retention cuff volume regularly to ensure proper inflation. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.